Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Addition h6: code 22-the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and stent graft migration or realignment.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and stent graft migration or realignment.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a kommerell¿s diverticulum using two gore® tag® conformable thoracic stent grafts with active control system and a gore® viabahn® vbx balloon expandable endoprosthesis for a chimney procedure. It was reported that the first gore® tag® conformable thoracic stent graft with active control system was deployed distally and then the gore® viabahn® vbx balloon expandable endoprosthesis was deployed in the right common carotid artery as a chimney procedure. The second gore® tag® conformable thoracic stent graft with active control system was deployed proximally. While the second gore® tag® conformable thoracic stent graft with active control system was deployed, the endoprosthesis was deployed to the intermediate diameter. The physician attempted to adjust the position more distally by pulling the catheter. It was difficult to pull the catheter because the aortic arch was steep, therefore the physician pulled the catheter with excessive force. The endoprosthesis was pulled down to the intended position, then the endoprosthesis was deployed completely. The endoprosthesis was deployed in the intended position. However final angiography revealed the second gore® tag® conformable thoracic stent graft with active control system was moved distally and a proximal type I endoleak was now present. The physician is planning a reintervention. The event is currently ongoing. The patient tolerated the procedure.